Event description:
The device was returned for analysis after being explanted for normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. A suspected device problem was later reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.